Manufacturer narrative:
Manufacturer narrative: lot number was not reported. CAPA comment: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Pharmacovigilance comment: the serious expected events of necrosis and scar at the implant site were considered possibly related to the treatment. Serious criteria include the need for interventions to prevent permanent damage of the tissue leading to permanent scar and disfigurement. Potential contributory factor for skin necrosis include injection technique or intravascular injection of filler leading to vascular occlusion and ischemic changes. The case meets the criteria for expedited reporting to the regulatory authorities. The suspect product was reported as an unspecified hyaluronic acid filler; however, we cannot exclude that one of our hyaluronic acid filler products have been used. (B)(4).

Event description:
Case reference number (B)(4) is a spontaneous, literature report sent on 01-oct-2019 by a physician which refers to a (B)(6) year old female patient. This case was identified in an article by wang j, liao y, dong z, lu f, cai j. Treatment of nasal scars caused by skin necrosis from hyaluronic acid injections using stromal vascular fraction gel, a novel fat tissue-derived product. Dermatol surg 2019;00:1-3. A (B)(6) year old woman suffered skin necrosis (implant site necrosis) after ha injection, which led to hypertrophic scar formation. The patient received ablative co2 laser treatment 3 times over the 12 months after skin necrosis developed. However, a visible and irregular hypertrophic scar (implant site scar) appeared on the nasal tip. The patient received 2 svf gel injections separated by 3 months, and 1.5 to 2 ml of svf gel was injected into the nasal tip each time. At 6 months after the second svf gel injection, the scar area was as smooth as healthy skin. The color, texture, and softness of the scar were significantly improved.